Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported twelve discrepant results when running the realtime sars-cov-2 assay. Patients 1 through 12 generated positive results on the initial run performed on the realtime sars-cov-2 assay. Samples 2 and 3 and 8 through 12 generated negative results when repeated on the realtime sars-cov-2 assay. Samples 1 and 4 through 7 generated negative results when repeated on the da an gene assay. The field service assay specialist concluded all the realtime sars-cov-2 assay runs were valid, as assay controls and internal controls in each sample were within assay specification for abbott vs abbott comparison: after data analysis was performed, it was noted that the common scenario is having late cycle number (cn) values (>27). Those values probably are near or below the lod of the assays. For abbott vs da an gene comparison: after data analysis was performed, it was noted that abbott¿s positive samples had cn values (>24.5). Reported discrepancies most likely occurred due to differences between assays sensitivity (abbott 100 copies/ml versus da an gene 500 copies/ml). The positive results were reported to physicians. The laboratory decided to retest all samples with a high cycle number. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the discrepant samples and controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512161 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512161 (including the components) was performed. The manufacturing packets were obtained and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512161 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and these lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512161. The lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512161 did not identify any additional complaints related to discrepant results. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512161 was not identified.